Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after an unknown amount of time in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Device evaluation: nine product samples were received for investigation. Leak testing of all returned samples found the cuffs to inflate and maintain pressure. Review of the manufacturing records found no issues. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.